Event description:
It was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.